Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received shock and atp therapy for supra ventricular tachycardia while on a treadmill. Programming changes were made and no further inappropriate therapies were given. The device remains implanted. The patient was stable afterwards.